Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. Review of the damage type indicates that the unit was subjected to excessive shock during the shipping and handling process. The device IFU states that the endoscope must be handled with extreme care to prevnet damage to the device. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during non-clinical activity, out of box, the endoscope was received with a cracked lens. There was no pt involvement as this occurred during non-clinical activity, out of box.